Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient has expired. The date and cause of death are unknown. No further details were provided.

Manufacturer narrative:
The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The sales rep has made several attempts to speak with the health care provider. The last available information received was that the cause of death was sepsis and no autopsy was performed. There was no indication of a device malfunction and no report of endocarditis. The surgeon disassociated the event that the death was not device related. However, the health care provider was unwilling to provide any additional information to include the source or type of infection. Date of death remains unknown. Sepsis is a condition in which the body is fighting a severe infection that has spread via the bloodstream. If a patient becomes "septic," they will likely have low blood pressure leading to poor circulation and lack of perfusion of vital tissues and organs. The prognosis of sepsis depends on age, previous health history, overall health status, how quickly the diagnosis is made, and the type of organism causing the sepsis. For elderly people with many illnesses or for those whose immune system is not working well because of illness or certain medications and sepsis is advanced, the death rate may be as high as 80%. In this case, the patient was approximately (B)(6) old and had undergone medical treatment for replacement of a heart valve. It is not known how long after implant the patient expired or what caused the infection leading to sepsis. Without the additional information from the health care provider, we are unable to determine root cause for death of this patient.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress. Date and location of death has not been provided. It is unknown if the device was explanted or if an autopsy was done. No further information was provided.

Event description:
It has been learned that the cause of death was sepsis and no autopsy was performed. The surgeon has disassociated the event from the device. The death was not device related. However, the health care provider was unwilling to provide any additional information. Date of death remains unknown.